Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the propter load techniques. The customer reverted to an alternate method of insulin therapy.